Event description:
It was reported that the right ventricular (rv) lead had a "broken conductor" and the patient received inappropriate high voltage therapy shocks. It was also reported that there was high pacing lead impedance and oversensing. The lead was capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).